Event description:
A report was made regarding an issue where the pump battery would not charge, and attempts to resolve the problem by trying different outlets and cables were unsuccessful. There was no reported impact on the customer¿s blood glucose level. The customer declined to share an alternate method of insulin therapy.